Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
The device was received by arthrex (B)(4) from the customer with a note that stated ¿tower does not make a connection". The problem was noticed during the surgery. No further information received. Additional information obtained 24-mar-2020: further information was provided that the reported event occurred during a knee arthroscopy. The patient was already in the surgery room and prepared for the surgery but due to the reported issue the surgery was cancelled. A second surgery is planned but due to the covid-19 situation the surgery date is unclear. Additional information obtained 09-apr-2020: the patient was already under anesthesia when it was noticed that device did not work. The hospital did not have an replacement system on site and ready for use.

Manufacturer narrative:
(Sw bug actsw-21246) the evaluation determined that the reported event was caused by a software bug (actsw-21246).